Event description:
Healthcare professional reported "rupture" confirmed via MRI, "signs of intracapsular rupture, without being able to rule out extra capsular rupture" and "armpit with at least three lymph nodes infiltrated by silicone, which could be related to current rupture versus a history of previous rupture". This record is for right side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and silicone migration was received on november 20,2025. With lot number: 3036008. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture and silicone migration: observed broken device through microscopic inspection assessed as unidentified (tear) opening and missing assessed as missing. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration (B)(6).

Event description:
Healthcare professional reported "rupture" confirmed via MRI, "signs of intracapsular rupture, without being able to rule out extracaspular rupture" and "armpit with at least three lymph nodes infiltrated by silicone, which could be related to current rupture versus a history of previous rupture". This record is for right side. Device was explanted.